Manufacturer narrative:
Date of event: week of (B)(6) 2021. Implanted date: device was not implanted. Explanted date: device was not explanted. Based on the results of our investigation, the root cause of the complaint could not be identified. The actual sample was not returned for evaluation hence we could not provide detailed information of its actual condition. Retention samples were visually confirmed free from defects that will affect activation of safety sheath and passed evaluation for sheath activation and deactivation. Also, no irregularity was encountered during the simulation of manual sheath activation that may lead to the complaint. We have series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. Prior shipment, qc conducts outgoing visual, sensory, and functional inspections to assure lots are of good quality. Therefore, we advise to follow the instructions for use (IFU) for the proper usage of the sg2 needle indicated on the unit box in which warnings to prevent needle stick, cautions, and precautions are also included. (B)(4).

Event description:
The user facility reported that when the needle has been used, and the green safety cover is ready to click onto the needle, the safety cover breaks off and the needle bends. Additional information was received on 23august2021: no needle stick occurred during the event. It appears to be a sheath activation problem. Per the physician, after administering the vaccine, she pressed down to lock in the safety sheath, and it snapped off.